Manufacturer narrative:
A field service engineer (fse) was dispatched who found dried wash lump on s702 pcb wire contacts intermitently shorting sensor and causing error. Fse removed the sensor and cleaned contacts and sensor. No leak found .customer ran controls which were within range.no further action required by field service the probable cause of the event was leaking sensor tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported a leak sensor error with their aia 360 analyzer.a field service engineer (fse) was dispatched on (B)(6) 2016, the customer to address the reported event, which resulted in delay in reporting of patient results pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.